Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the severly tortuous and calcified proximal left circumflex (lcx). Rotational atherectomy was performed on the lesion and then the physician attempted to cross the lcx with a 2.50x12mm taxus liberte stent. However, the stent was unable to cross the lesion. When the physician removed the stent delivery system (sds) outside the patient it was noticed that the stent was missing on the balloon. The stent had dislodged inside the patient in the proximal lcx. The physician successfully snared the stent and the procedure was completed with no patient complications reported.